Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation showed that when the device was connected to ac main power, it was detecting the power source as dc power and failed to charge the internal battery. The evaluation determined that the device failure to accurately detect the power source was due to a defective main circuit board (pcb). The main pcb was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device was not charging when connected to ac power. There was no patient injury reported as a result of this incident.